Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-07106). (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that when the patient presented in clinic premature eri was observed. The patient will be monitored until device change out. The device was explanted.